Event description:
A report was received from another manufacturer notifying deroyal that the deroyal product algidex was listed as a co-suspect device in an event they had reported to the FDA via medwatch for their drug remodulin (treprostinil sodium (IV), concentration 2.5 mg/ml) MFR # (B)(4). The event was described as on an unreported date in 2022, the patient had skin irritation, redness, burning, itching sensation surrounding the remodulin IV central line insertion site dressing area which she contributed to both biopatch and tegaderm adhesive, along with being outside exposed to heat (contact dermatitis and exposure to extreme temperature). Upon follow up on (B)(6) 2022, patient reported redness, itching and more skin irritation with the use of algidex and sorbaview. No action was reported and at the time of reporting, the outcome of the catheter site erythema and pruritis was unknown. The causality for contact dermatitis with algidex and sorbaview was considered possibly related. Lot of algidex used not reported. No serious injury or intervention reported.

Manufacturer narrative:
Irritation at the application site is a known potential reaction and is listed as a warning in labeling to discontinue use of the product if irritation does occur. A historical review of similar complaints for related products showed no trends and this is the only event reported for this product within the review period. Post market feedback will continue to be monitored. No additional information is expected or available at this time, but should additional information be recevied a follow-up report shall be submitted.